Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been two other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, he observed a cartridge with longitudinal stress lines. Additional information was provided indicating that there was no patient harm. The surgery was completed with another iol and cartridge. The iol was damaged. The viscoelastic product was removed from the refrigerator 30 minutes before the surgery was started. A small amount of viscoelastic was placed in the cartridge then a small amount was placed on the iol. The iol is folded and inserted into the cartridge. The operating room temperature was 70.2 f.

Manufacturer narrative:
Evaluation summary: the used cartridge was returned stapled in a pouch for lot# 32599300. Viscoelastic is observed in the cartridge. Typical stress is observed. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain was conducted with acceptable results. The product history records were reviewed documentation indicated the product met release criteria. The lens model associated with this complaint is qualified for use in the cartridge. Iol product history records were reviewed documentation indicated the product met release criteria. The stress is an expected occurrence with a lens delivery and does not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The reported "resistance/lens damaged could not be verified. The lens was not returned. Top coat dye testing was conducted with acceptable results. The root cause for these reported issues may be related to a failure to follow the directions for use (dfu). The healthcare professional stated that a small amount of the viscoelastic is placed in the cartridge then a small amount is placed on the iol. The lens is then folded and inserted into the cartridge. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).